Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of myocardial infarction is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.25 x 28 mm xience alpine coronary stent system was implanted on (B)(6) 2018. On (B)(6) 2018 the patient was re-admitted with myocardial infarction and cardiovascular symptoms. Although the treatment performed is unspecified, the fact that hospitalization occurred indicates that some form of treatment was performed. The final patient outcome is unknown. No additional information was provided.